Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a pancreatectomy, a burn occurred on duodenum tissue that was in contact with the jaws. Post operatively, the patient had sepsis due to a fistula on the burning site that required an additional exploratory laparoscopy and extension of hospitalization.